Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mmbgmxr0 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a cat underwent a castration procedure on (B)(6) 2020 and suture was used. Post-op, after some days, the suture was broken inside the cat. No additional information was provided.

Manufacturer narrative:
Summary: it was reported breakage of suture post-op. One open box with ten unopened samples of product code vcp393, lot mmbgmxr0 was returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.